Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had painful stimulation. The patient described chest pain. The issue occurred post-operatively beginning approximately since implant. The rep and/or patient were unsure if there were any environmental/external/patient factors that may had contributed to the issue. The physician decided/thought that the lead may be too wide and causing uncomfortable stimulation, but the rep noted that they were not positive. The 5-6-5 lead was explanted and a 2x8 lead was implanted. The customer discarded the explanted lead. The lead revision seemed to have remedied the issue and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.